Event description:
The customer contacted baxter's service center regarding a system error 2367, which occurred on the homechoice (hc) during use. The technical service representative (tsr) explained the system error 2367 to the home patient (hp) and had the hp cycle the power on the hc. The tsr had the hp view the alarm log; there was a previous system error 2240 (air in tubing) alarm. The patient was not connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had disconnected prior to the alarm. The bags were properly connected and there was not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The patient pressed go before connecting to the hc. The tsr advised the hp that he must either start over with all new supplies on the hc or use manual supplies to do a manual exchange therapy for the night. The hp understood. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp, regarding the system error 2240. The hp stated that he pressed go before connecting to the device. He connected and then disconnected right away from the patient line. He then wrapped aluminum wrapping around the patient line. The hp stated that he used proper technique with the transfer set, and used the correct supplies. The hc then alarmed with a system error 2240. The hp stated that he did not reconnect to the patient line. The hp discarded the supplies and started therapy with new supplies. The hp stated that he was able to perform therapy with no difficulties. The hp stated that he mentioned the alarm and the wrapping the patient line with aluminum to his registered nurse (rn) the next day. The hp had discarded the sample. The hp did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided

Manufacturer narrative:
(B)(4). A homechoice hardware device experienced an alarm indicative of a potential malfunction of the disposable cassette. As the cassette was not returned, a device analysis cannot be completed. Per baxter labeling, users are instructed to press go after they are connected and the transfer set is open when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.